Event description:
The patient is reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering more information. Once more information is available, a supplement report will be submitted.